Event description:
In 2008, it was reported to boston scientific corp, that a leveen needle electrode device (3.5cm x 15cm) was used during an rf ablation procedure performed on the event date. According to the complainant, during ablation of the targeted lesion (anatomical location is unk), it was noted that the electrode insulation was peeled. The procedure was completed with another device. At the conclusion of the procedure, the pt's condition was reported to be "good."

Manufacturer narrative:
The complainant indicated that the device would not be returned; a device eval will not be performed. The cause of the reported event is undetermined. The device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database did not reveal any additional complaints reported for the same lot. The 2008, 15-month rf probe product family complaint trend chart, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.